Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the report events were likely due to failure of the receiver module and transmitter module; however, a definitive root cause was note determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e226 communication error and was showing a dotted display when inserting a choledoco-scope and a 3d telescope. The issue occurred during maintenance. There were no reports of patient harm.